Event description:
This pt had an acute myocardial infarction and stent thrombosis was found 12 months after stent implantation. The pt was on plavix for 12 months.

Manufacturer narrative:
Please note that this product, (unknown crsxxxxx, lot no. Unknown) is not distributed in the united states. However, it is similar to the us distributed device, cxsxxxxx. This product is not available for testing and evaluation. Add'l info has been requested and will be submitted within 30 days upon receipt.